Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for multiple patients and multiple assays occurring for the last 2 weeks on measuring cell 1 of a cobas e801 module. No specific results were provided. The measuring cell, pinch tubes and pinch valves were replaced. Instrument performance testing results were ok. On (B)(6) 2018, the customer was still having issues as they complained of discrepant results for 2 patient samples tested for elecsys estradiol iii (estradiol iii). Patient 1 initial estradiol iii result was 17 pg/ml. The repeat result was 82 pg/ml. Patient 2 initial estradiol iii result was 28.4 pg/ml. The repeat result was 46 pg/ml. The erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The estradiol iii reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and replaced instrument valves. The customer performed precision testing with no issues. Since the service visit, the customer has been running all patient tests in duplicate and has not complained of any further issues with patient results.

Manufacturer narrative:
The field service engineer (fse) visited the customer site on (B)(6) 2018 and decontaminated the instrument. The customer has had no additional problems with estradiol results since the service visit. The investigation determined instrument contamination was the root cause of the issue.

Manufacturer narrative:
The field service representative (fsr) visited the customer site and adjusted the pre-wash unit, replaced the black tube on the sipper probe, cleaned the sipper path, performed a photo-multiplier valve high voltage adjustment and ran an instrument check. The customer complained of discrepant estradiol iii results for an additional patient sample tested on (B)(6) 2018. The initial result was 5.00 pg/ml and the repeat result was 15.7 pg/ml. There was no allegation that this patient was adversely affected. It is not known if the erroneous low result was reported outside of the laboratory. No issues were identified during a review of the customer's alarm trace data. On (B)(6) 2018 the fsr ran a precision test using control solution and there was a good correlation between estradiol iii results. On (B)(6) 2018 the customer complained of a high estradiol iii qc result on the e801 module in question. The customer is not currently running patient samples for estradiol iii on this e801 module.